Event description:
It was reported that the customer experienced issues with the sensor glucose and blood glucose readings being different from each other. The customer reported receiving a sensor glucose reading of 67 mg/dl when his actual blood glucose was 111 mg/dl. The customer stated that the insulin pump was subsequently alarming her that her blood glucose was low based off the sensor glucose reading. Troubleshooting was not performed. Advised customer to call if there were any additional concerns. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.